Event description:
Customer reported intermittent function on spo2 from the passport monitor, which may have affected spo2 monitoring. No pt injury was reported

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of spo2 board. Unit was safety tested to factory's specs.